Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump screen was cracked, and a replacement device was arranged after confirming shipping details and backup therapy availability. Symptoms included no reported adverse clinical effects. Outcomes included uninterrupted therapy using backup methods and continued cgm use with the dexcom app or receiver. Investigation included user education on data syncing, device shutdown to prevent further alerts, return logistics, and guidance that data would not transfer and start-up would be required on the replacement device. Investigation of this case revealed a damaged display component consistent with physical damage to the screen, with no device alarms reported and no functional analysis possible at this time. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling or external factors rather than a manufacturing or design defect.